Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain that woke her at night") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mobility decreased ("difficulty walking long distances"), menorrhagia ("haemorrhagic menstrual periods for 8 to 10 days accompanied by intense pain"), dysmenorrhoea ("haemorrhagic menstrual periods for 8 to 10 days accompanied by intense pain"), hypothyroidism ("worsening hypothyroidism"), fatigue ("crushing fatigue"), arthralgia ("joint pain that woke me at night"), hypertension ("hypertension"), palpitations ("palpitations"), back pain ("back pain"), pruritus generalised ("itching all over the body"), depression ("depression"), dyspnoea ("shortness of breath") and abdominal distension ("belly swollen like a pregnant woman"). The patient was treated with surgery (hysterectomy and salpingectomy was scheduled for (B)(6) 2017.). At the time of the report, the pelvic pain, mobility decreased, menorrhagia, dysmenorrhoea, hypothyroidism, fatigue, arthralgia, hypertension, palpitations, back pain, pruritus generalised, depression, dyspnoea and abdominal distension outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, depression, dysmenorrhoea, dyspnoea, fatigue, hypertension, hypothyroidism, menorrhagia, mobility decreased, palpitations, pelvic pain and pruritus generalised to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 18-may-2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed( B)(4). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation received company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain that woke her at night. An hysterectomy and salpingectomy was scheduled. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain that woke her at night") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2011, the patient started essure. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), gait disturbance ("difficulty walking long distances"), menorrhagia ("haemorrhagic menstrual periods for 8 to 10 days accompanied by intense pain"), dysmenorrhoea ("haemorrhagic menstrual periods for 8 to 10 days accompanied by intense pain"), hypothyroidism ("worsening hypothyroidism"), fatigue ("crushing fatigue"), arthralgia ("joint pain that woke me at night"), hypertension ("hypertension"), palpitations ("palpitations"), back pain ("back pain"), pruritus generalised ("itching all over the body"), depression ("depression"), dyspnoea ("shortness of breath") and abdominal distension ("belly swollen like a pregnant woman"). The patient was treated with surgery (hysterectomy and salpingectomy was scheduled for (B)(6) 2017). At the time of the report, the pelvic pain, gait disturbance, menorrhagia, dysmenorrhoea, hypothyroidism, fatigue, arthralgia, hypertension, palpitations, back pain, pruritus generalised, depression, dyspnoea and abdominal distension outcome was unknown. The reporter considered pelvic pain, gait disturbance, menorrhagia, dysmenorrhoea, hypothyroidism, fatigue, arthralgia, hypertension, palpitations, back pain, pruritus generalised, depression, dyspnoea and abdominal distension to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain that woke her at night. An hysterectomy and salpingectomy was scheduled. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.